Manufacturer narrative:
This report is filed on october 31, 2016. Device not returned to manufacturer.

Event description:
It was reported that the patient experienced poor performance with device use; subsequently, the device was explanted (B)(6) 2016 (specific date not reported). It is unknown if the patient was re-implanted with a new device.